Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date medical records have not been provided. It was alleged the patient experienced adhesions. However based on the medical records provided to date there is no indication that the adhesions experienced where directly correlated to the bard ventralex mesh. Adhesions is listed as known possible adverse reactions in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent a hernia repair procedure with implant of a bard ventralex hernia patch. On (B)(6) 2014 -the patient was scheduled for a robotic prostate surgery. In the (B)(6) 2014 operative report, the surgeon noted that once he opened the patient's fascia, he realized that the patient's "previous hernia repair had been done with mesh and his entire small bowel was severely adhered to the anterior aspect of his abdominal wall." Once the patient's bowel was mobilized and some of his abd tissue was freed up, "it became apparent that there were significantly more adhesions seen heading toward the patient's pelvis. Too much to proceed with robotic surgery." Once the general surgeon arrived in the operating room, he performed a segmental jejunal resection with side-to-side anastomosis on the patient, during which a "small portion" of the patient's small bowel was resected. In describing the patient's bowel injury, the general surgeon noted that "it appeared a little much too large to be primarily repaired without causing some occlusion of the lumen." The attorney alleges the patient experienced pain, adhesions, bowel injury, perforation, migration or contortion and additional surgical procedures. It is further alleged that the patient was required to undergo surgical replacement of the bard ventralex mesh as well as additional prostate surgery and subsequent hernia surgery.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on a review of the medical records it was reported the patient experienced adhesions and hernia recurrence. Both adhesions and recurrence are listed as possible known adverse reaction in the instructions-for-use. It was further reported that the patient experienced a bowel perforation during the (B)(6) 2014 procedure, however it appears that the perforation was due to the initial resection of the bowel. It was further alleged in the original legal claim that the patient experienced migration or contortion and replacement of the bard ventralex mesh. The medical records provided to date do not indicate any type of contortion or migration of mesh as well as explant of the ventralex . With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Updated: age/date of birth, sex, weight, describe event or problem, relevant tests/lab data, other relevant history, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a hernia repair procedure with implant of a bard ventralex hernia patch. On (B)(6) 2014 -the patient was scheduled for a robotic prostate surgery. In the (B)(6) 2014 operative report, the surgeon noted that once he opened the patient's fascia, he realized that the patient's "previous hernia repair had been done with mesh and his entire small bowel was severely adhered to the anterior aspect of his abdominal wall." Once the patient's bowel was mobilized and some of his abd tissue was freed up, "it became apparent that there were significantly more adhesions seen heading toward the patient's pelvis. Too much to proceed with robotic surgery." Once the general surgeon arrived in the operating room, he performed a segmental jejunal resection with side-to-side anastomosis on the patient, during which a "small portion" of the patient's small bowel was resected. In describing the patient's bowel injury, the general surgeon noted that "it appeared a little much too large to be primarily repaired without causing some occlusion of the lumen." The attorney alleges the patient experienced pain, adhesions, bowel injury, perforation, migration or contortion and additional surgical procedures. It is further alleged that the patient was required to undergo surgical replacement of the bard ventralex mesh as well as additional prostate surgery and subsequent hernia surgery. Addendum to the previous information based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a laparoscopic umbilical hernia repair with implant of a bard ventralex mesh (#1) as well as repair of a left inguinal hernia with implant of a bard perfix plug (#2). A month later the patient had a post op office visit, it was noted that the wounds were clean, dry and intact. On (B)(6) 2014 - the patient was found to have organ confined prostate cancer and underwent an exploratory laparotomy repair of an inadvertent bowel injury, repair of umbilical hernia and bowel resection. The bard ventralex mesh (#1) was found to be adhered to the small bowel. There is no indication the ventralex mesh was explanted per operative dictation. On (B)(6) 2015 - the patient underwent an open radical retropubic prostatectomy, bladder neck reconstruction/cystoplasty and bilateral pelvic lymph node dissection. On (B)(6) 2015 - patient presented to the ER with complaints of abdominal pain of the right inguinal area. On (B)(6) 2016 - patient underwent surgical insertion of an inflatable penile prosthesis due to erectile dysfunction. On (B)(6) 2016 - the patient was diagnosed with left recurrent inguinal hernia with post-incisional ventral hernia. The patient underwent a multi-part procedure which included open repair of the ventral hernia with non-bard davol mesh, extensive lysis of adhesions with robotic-assisted laparoscopic repair of the left inguinal hernia with non-bard davol mesh. The previous left inguinal perfix plug mesh (#2) was identified during the procedure and noted to have adhesions. There was no indication that the perfix mesh (#2) was explanted during this procedure.